Event description:
It was reported by the patient that the needle was sticking out after removal. The pod was worn less than an hour and the pink slide moved forward.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The needle protruded past the needle well. The hard cannula was observed to be dislodged from the slide retract, indicating the incorrect installation of the hard cannula. The incorrect installation of the hard cannula is the cause of the needle's failure to retract. The incorrect installation of the hard cannula resulted in the damages observed to the slide retract. The soft cannula was observed to be damaged. It cannot be determined when this damage occurred.